Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: al3.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The stent dislodgment was confirmed. The stent damage could not be confirmed because the stent implant was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. The resistance/difficulty removing the device from the anatomy and subsequent stent dislodgement likely occurred as a result of the damaged stent implant interacting with the lesion. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with heavy tortuosity and heavy calcification. The 3.0 x 23 mm xience v stent delivery system (sds) was advanced for direct-stenting, but could not cross to the lesion due to the calcification and tortuosity. It was noted that the stent strut was flared. During an attempt to remove the sds, resistance was noted with the vessel due to the flared strut, and the stent dislodged from the balloon. A new balloon was advanced to implant the stent where it dislodged, in the mid lad. A new stent was used to treat the target lesion successfully. The patient had a good outcome. No additional information was provided.